Event description:
During the preparation, it was reported the implant coil prematurely detached as it was being hydrated. It was also noted the manual detachment method location was found to be broken with the release wire exposed. No patient injury was reported as the device was not used in the patient.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The pusher assembly was returned for evaluation broken into two segments at approximately 7.5cm from the proximal end, but the broken segments were retained together by the pulled release wire. The implant coil was not attached to the pushwire. The evaluation could not determine the cause of the event; however, the pusher assembly was found broken which possibly retracted the release wire and led to the detachment of the implant coil. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).